Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing did not confirm the reported battery inoperable alarm. Review of the device data logs also revealed occurrences of total power failure alarms in the device due to a depleted internal battery. The battery was recharged and was operating normally. Based on all available evidence and complaint investigations of a similar nature, the reported battery inoperable alarm was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable battery. There was no patient injury reported as a result of this incident.